Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was "falling more and had increased tremors" for a week prior to report. Checking the devices with the pt programmer revealed no problems. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Reference MFR report #3004209178-2010-08921.